Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope had fiber breakage. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection and the complaint was confirmed. Based on the results of the investigation, it is likely the reported failure mode/identified defect(s) can be attributed to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.